Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call low blood glucose, high blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 45 mg/dl and as high as 500 mg/dl. Customer believed their fluctuating blood glucose was due to a stroke they suffered. Customer's healthcare provider adjusted their basal rates during the night. Customer's father advised the paramedics arrived due to patient being found by their brother in a bad state. Customer treated their low blood glucose with food. Customer was wearing the insulin pump at the time of the hospitalization. Customer had 2 cat scans performed while wearing the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.